Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the rca and one resolute onyx was implanted into the lad. The cec adjudicated a target vessel mi, occurred in the mid lad. Sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.